Event description:
It was reported that during surgery, the insert couldn't be implanted. A new insert of another size from smith and nephew was used to complete the surgery. No injury reported. There was no delay.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device has signs of damage from an attempted insertion. The device was manufactured in 2019. The medical investigation concluded that, based on the information provided, the root cause of the reported event could not be concluded. It is unknown if an exact size backup was not available or desired, or if the size 9mm provided the appropriate amount of laxity. The patient impact beyond the intra-op size exchange (downsize from an 11mm to 9mm) could not be determined. No further medical assessment is warranted at this time. The dimensional evaluation could not confirm the stated failure mode. The device was found to be within specification. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include a fit/sizing issue or procedural error. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.